Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A follow up with the patient's healthcare provider yielded that the lead was attempted to be reprogrammed to resolve the twos; however, the oversensing persisted. The lead still has occasional twos. The lead continues to be monitored and remains in use.

Manufacturer narrative:
Concomitant medical products: 680r30 heart ring, implanted: (B)(6) 2014; 690r34 heart ring, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.